Event description:
It was reported that when the patient presented in clinic for elective lead imaging, externalized conductors were observed. The lead remains implanted. The asymptomatic patient will continue with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.